Manufacturer narrative:
(B)(4). The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event could not be confirmed, since the product was not returned for analysis. Additionally, with the limited information is not possible to determine if user handling may have contributed to the event. Also, this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Concomitant products: 7fr sheath introducer, kumpe access catheter, a coiling support, an okay, and an enpower dcb / cable.

Event description:
(B)(4). Failure to detach the coil. A complaint was filed to a deltamaxx (cdx182260-30 / (B)(4)). It was reported that the deltamaxx coil (cdx182260-30 / (B)(4)) could not be detached despite a number of attempts. It was replaced with another deltamaxx with the different lot # to continue the procedure. The mc was not replaced. It was used throughout the procedure, and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. The testing was conducted a number of times, which did not show any fault, but no details are available. There was no unintended detachment of the coil observed in the vessel or in the mc. The complained product has already been disposed. No further information is available. The complaint deltamaxx was used for the coil embolization of the patient¿s right iia. The patient was a (B)(6) year-old male, whose tortuosity and calcification level of the vessels were unknown. A 7fr sheath introducer by medikit, a kumpe access catheter (cook medical), a coiling support (hi-lex corporation, type unknown), an okay (goodman, type unknown), and an enpower dcb / cable (lots unknown) were used for this procedure.